Manufacturer narrative:
Per the information collected, the wi-fi led was red, which indicates an error in the wireless connection. The wireless connection with the base station was re-established after restarting the azurion system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Philips has attempted to obtain patient information. However, the customer has not provided the requested information.

Event description:
It has been reported to philips that during a treatment procedure, the wireless footswitch was intermittently disconnecting. The procedure was completed using the wired footswitch no harm has been reported to philips.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.